Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck unexpectedly. The customer wiggled the screen on button and was able to get the button un-stuck. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly, the customer continued using the pump for insulin therapy.